Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. No injury or medical intervention was reported.